Manufacturer narrative:
The device was returned to stryker for evaluation. Testing did not confirm the reported issue of not powering on. The device was able to power on and deliver energy to a defibrillator analyzer by pressing the flashing button. The cause of the reported issue could not be conclusively determined. During evaluation it was observed that there were no voice prompts when device was powered on. Review of the raw log found that the language file was corrupted causing no voice prompts. Root cause of the issue of no voice prompt is corrupted memory. Further root cause of the corrupted memory could not be established. The customer received a replacement, this device was retained by stryker.

Event description:
The customer contacted stryker to report that their device would not power on as expected. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.